Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the mechanics seized, jammed and was moving heavy. It was observed that the device had a worn out corroded bearings and a damaged coupling shaft. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the oscillating saw attachment device was overheating. It was reported that the event occurred before use on a patient. According to the reporter, the device had been used frequently since (B)(6) 2016 and the same event had occurred at the end of (B)(6) 2016. The reporter was unable to specify the specific amount of occurrences, the type of surgeries, or the number of patients involved. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.